Manufacturer narrative:
No product or logs were returned for analysis. The root cause of the purge leak was unable to be determined as the product was not returned so the exact location of the leak could not be determined. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a 48-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. On the 9th day of impella 5.5 support a purge leak was reported at the filter. No purge alarms were triggered during support. The sidearm retainer was not used and it is unknown if excessive force was applied.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.